Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was evaluated using echocardiogram and angiography. Echocardiogram indicated mild to moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed to treat the pvl. During the bav, rapid pacing was used. The pacer lost capture and a premature ventricular contraction (pvc) caused the balloon to dislodge, which dislodged the valve out of the annulus. Subsequently, the valve was snared and a second valve was successfully implanted at an appropriate depth with no residual pvl. No additional adverse patient effects were reported.